Event description:
The reporter stated that the surgeon attempted to insert an aq2003v 3 piece silicone lens. The lens felt tight as it was being advanced in the cartridge and the lens tore. No pt contact or injury. The cause of the lens feeling tight in the cartridge was that no bss salt solution was put in the cartridge when the lens was loaded.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample has not been returned for evaluation to date. Based on the information received, it appears that patient factors may have contributed to this event. However, the definitive root cause is unk.